Event description:
This is report 1 of 2 for complaint (B)(4).

Event description:
It was reported that two instruments broke during a sternal closure case: 311.023 ratcheting screwdriver handle does not ratchet properly; and 313.939 the blade of the screwdriver was broken. No fragments fell into the patient, nothing to retrieve. The surgeon used back-up instruments to complete the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the handle appears to be in good condition. The handle corresponds to the drawings and processes at the time of manufacture. Handle was checked for all functions (ratcheting both directions) with gage (B)(4) and found to be good. It was concluded that this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product development event evaluation showed the returned device is a functional device contrary to the complaint description. The complaint on the ratcheting screwdriver handle is considered invalid from a pd perspective since the returned device is still functional. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.